Event description:
Voluntary medwatch report received noted that the device pocket became infected with mrsa (methicillin-resistant staphylococcus aureus) and erosion was noted. The pacemaker was explanted.

Manufacturer narrative:
Voluntary medwatch report received: mw5152969.